Event description:
The user reported that during an interventional procedure, the device gauge needle did not move promptly for inflation or deflation. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device has been returned for evaluation. The user did not indicate if this was the initial use of the device. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.